Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. The customer did not return the hstni reagent for evaluation. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned results. The field service engineer (fse) dispatched to the site observed the tubing on dispense probe five (5) was damaged with a hole in the tubing. The ultrasonics voltage was also above specification and the sample probe temperature was elevated and the sample probe alignment was off. Fse adjusted sample probe, alignment was adjusted, ultrasonic voltage was adjusted, and the damaged tubing was replaced. Fse performed verification of the analytical module. Fse cleaned the wash carousel and wash valve and primed the instrument. Fse performed system check four (4) times with passing results on 23jan2023. The instrument failed the substrate portion of system check on (B)(6) 2023 while performing additional assessment of the instrument. Between 26jan2023 and 31jan2023 there were four (4) additional fse visits to the site to troubleshoot the substrate issue with no resolution. On (B)(6) 2023, fse identified possible substrate contamination as the cause of the repeated failed system checks. Fse replaced substrate tubing and substrate pump and performed decontamination procedure. Customer did not have enough substrate to complete instrument verification and per follow up communication with local field support, the instrument could not be returned to service and will be replaced. In conclusion, the cause of the event is a hardware malfunction.

Event description:
The customer reported erroneous non-reproducible elevated access hstni (access high sensitivity troponin I, part number b52699 and lot number 234328) results were generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) for one (1) patient. The initial elevated hstni result of 222 ng/l was released from the laboratory. On (B)(6) 2023 the customer reported that the physician had directed the patient to the ICU and enoxaparin was administered to the patient. The patient was held for observation for 24 hours and discharged. No other information regarding patient treatment or outcome was provided. A subsequent sample drawn from the patient was tested and a lower result was obtained. The initial sample was repeat tested and lower results were also obtained. A third sample was also tested, with lower results obtained. System performance indicators such as system check, calibration and quality control were not provided for review. The customer did not note any issues or concerns with potential carryover for this event. Sample collection, handling and processing information such as sample type, volume collected, centrifugation time and speed and other sample handling information was not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess system performance.